Event description:
Upon review of a device electronic history record, the record indicated that for a use on (B) (6) 2007, a service code message was logged and a shock was aborted. Pt outcome is unk.

Manufacturer narrative:
The electronic history file from the actual device was evaluated. The actual device was not returned. Results: based on eval of the electronic history record, no conclusion can be made. This error can be caused by either a problem with the defibrillation electrodes, external to the device, or with the incorrect placement of electrodes on a pt. The electrodes were not available for eval. No problems were found with the device.